Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the patient fell and experienced uncomfortable stimulation. Impedances were within normal range. The representative attempted to turn the implantable neurostimulator (ins) on with upper two middle electrodes. The patient did not feel stimulation at 0.1, but when moved to 0.2, it was uncomfortably too strong. The representative attempted to turn stimulation on with bottom two middle electrodes and the exact same result occurred. No additional programming was attempted at that point. The issue was not resolved. The patient was to leave stimulation off at the present time. No issues with the system were found. A CT myelogram showed nothing wrong with the location of the lead. A further CT myelogram of the t-spine and l-spine was pending. The patient outcome was alive with no injury. The indication for therapy was other chronic/intract pain and spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative reported that the implantable neurostimulator had been explanted and replaced. It was noted there was no patient injury. The patient later reported that their battery had started malfunctioning in (B)(6) 2016 and that it was replaced. It was noted that it was not working. There were no current issues.

Manufacturer narrative:
Analysis of the implantable neurostimulator with serial number (B)(4) did not find any significant anomaly of the device. Evaluation conclusion code does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.